Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('totally embedded/metal coil spring embedded partially in the right fallopian tube extending into the right myometrium/migration') and perforation ('perforation (other) please describe and state the location of the perforation') in an adult female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous, c-section (1993, 2002, 2010), colonoscopy, multi gravida, hemorrhoidectomy and d & c. Concurrent conditions included constipation, pain in arm, chest pain, leg pain, rectal bleeding, anemia, itchy rash, post-traumatic stress disorder, loss of consciousness, dysmenorrhea, pelvic adhesions, fallopian tube enlargement and overweight. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: rash/skin condition ,other"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), thrombosis ("blood clot"), dyspareunia ("dyspareunia"), dermatitis allergic ("rash/skin condition"), vulvovaginal candidiasis ("candidal vaginosis"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complications"). The patient was treated with alprazolam, mirtazapine, quetiapine and surgery (hysterectomy with bilateral salpingectomy and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy, and lysis of adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, abdominal pain, urinary tract infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dermatitis allergic had resolved and the perforation, genital haemorrhage, hypersensitivity, depression, bladder disorder, urinary tract disorder, vaginal infection, anxiety, migraine, fatigue, weight increased, thrombosis, dyspareunia, vulvovaginal candidiasis, bacterial vaginosis and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, perforation, post procedural complication, thrombosis, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, bladder/urinary problems, uti and vaginal infection. The patient reported that she was unable to afford essure removal surgery. Discrepancy : date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2011. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal ? Yes event outcome updated (pelvic pain, abdominal pain, vaginal haemorrhage ,dysmenorrhea ,menorrhagia ) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: bilaterally essure appliances in place and seemingly in satisfactory position . Bilateral ovarian cysts, right larger than left . Normal mildly prominent lymph node in the right groin. No other significant findings.. Lot number:787226, manufacture date: 2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('totally embedded/metal coil spring embedded partially in the right fallopian tube extending into the right myometrium/migration') and perforation ('perforation (other) please describe and state the location of the perforation') in an adult female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous, c-section (1993, 2002, 2010), colonoscopy, multi gravida, hemorrhoidectomy and d & c. Concurrent conditions included constipation, pain in arm, chest pain, leg pain, rectal bleeding, anemia, itchy rash, post-traumatic stress disorder, loss of consciousness, dysmenorrhea, pelvic adhesions, fallopian tube enlargement and overweight. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), anxiety ("mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: rash/skin condition ,other"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), thrombosis ("blood clot"), dyspareunia ("dyspareunia"), dermatitis allergic ("rash/skin condition"), vulvovaginal candidiasis ("candidal vaginosis"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complications"). The patient was treated with alprazolam, mirtazapine, quetiapine and surgery (hysterectomy with bilateral salpingectomy and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy, and lysis of adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, abdominal pain, urinary tract infection, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea and dermatitis allergic had resolved and the perforation, genital haemorrhage, hypersensitivity, depression, bladder disorder, urinary tract disorder, vaginal infection, anxiety, migraine, fatigue, weight increased, thrombosis, dyspareunia, vulvovaginal candidiasis, bacterial vaginosis and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, perforation, post procedural complication, thrombosis, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, bladder/urinary problems, uti and vaginal infection. The patient reported that she was unable to afford essure removal surgery. Discrepancy : date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2011. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal ? Yes. Event outcome updated (pelvic pain, abdominal pain, vaginal haemorrhage ,dysmenorrhea ,menorrhagia ). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: bilaterally essure appliances in place and seemingly in satisfactory position . Bilateral ovarian cysts, right larger than left . Normal mildly prominent lymph node in the right groin. No other significant findings.. Lot number:787226, manufacture date: 2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('totally embedded/metal coil spring embedded partially in the right fallopian tube extending into the right myometrium') and perforation ('perforation (other) please describe and state the location of the perforation') in an adult female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous, c-section (1993, 2002, 2010), colonoscopy, multi gravida, hemorrhoidectomy and d & c. Concurrent conditions included constipation, pain in arm, chest pain, leg pain, rectal bleeding, anemia, itchy rash, post-traumatic stress disorder, loss of consciousness, dysmenorrhea, pelvic adhesions, fallopian tube enlargement and overweight. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: rash/skin condition ,other"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and thrombosis ("blood clot"). The patient was treated with alprazolam, mirtazapine, quetiapine and surgery (hysterectomy with bilateral salpingectomy and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy, and lysis of adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, perforation, genital haemorrhage, abdominal pain, hypersensitivity, depression, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, fatigue, weight increased and thrombosis outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, perforation, thrombosis, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, bladder/urinary problems, uti and vaginal infection. The patient reported that she was unable to afford essure removal surgery. Discrepancy : date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: bilaterally essure appliances in place and seemingly in satisfactory position . Bilateral ovarian cysts, right larger than left . Normal mildly prominent lymph node in the right groin. No other significant findings.. Lot number:787226, manufacture date: 2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: fu(6) and fu(7) processed together. Quality safety evaluation of ptc. On 6-mar-2020: fu(6) and fu(7) processed together. No new information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('totally embedded/metal coil spring embedded partially in the right fallopian tube extending into the right myometrium/migration') and perforation ('perforation (other) please describe and state the location of the perforation') in an adult female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous, c-section (1993, 2002, 2010), colonoscopy, multi gravida, hemorrhoidectomy and d & c. Concurrent conditions included constipation, pain in arm, chest pain, leg pain, rectal bleeding, anemia, itchy rash, post-traumatic stress disorder, loss of consciousness, dysmenorrhea, pelvic adhesions, fallopian tube enlargement and overweight. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: rash/skin condition ,other"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), thrombosis ("blood clot"), dyspareunia ("dyspareunia"), dermatitis allergic ("rash/skin condition"), vulvovaginal candidiasis ("candidal vaginosis"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complications"). The patient was treated with alprazolam, mirtazapine, quetiapine and surgery (hysterectomy with bilateral salpingectomy and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy, and lysis of adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, abdominal pain, urinary tract infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dermatitis allergic had resolved and the perforation, genital haemorrhage, hypersensitivity, depression, bladder disorder, urinary tract disorder, vaginal infection, anxiety, migraine, fatigue, weight increased, thrombosis, dyspareunia, vulvovaginal candidiasis, bacterial vaginosis and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, perforation, post procedural complication, thrombosis, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, bladder/urinary problems, uti and vaginal infection. The patient reported that she was unable to afford essure removal surgery. Discrepancy : date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2011. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal ? Yes event outcome updated (pelvic pain, abdominal pain, vaginal haemorrhage ,dysmenorrhea ,menorrhagia). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: bilaterally essure appliances in place and seemingly in satisfactory position . Bilateral ovarian cysts, right larger than left . Normal mildly prominent lymph node in the right groin. No other significant findings. Lot number:787226 manufacture date: 2010-09 expiration date: 2013-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: pfs received : reporter added (aka) , events outcome updated (pelvic pain, abdominal pain, vaginal haemorrhage ,dysmenorrhea ,menorrhagia). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('totally embedded/metal coil spring embedded partially in the right fallopian tube extending into the right myometrium') and perforation ('perforation (other) please describe and state the location of the perforation') in an adult female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous, c-section (1993, 2002, 2010), colonoscopy, multi gravida, hemorrhoidectomy and d & c. Concurrent conditions included constipation, pain in arm, chest pain, leg pain, rectal bleeding, anemia, itchy rash, post-traumatic stress disorder, loss of consciousness, dysmenorrhea, pelvic adhesions, fallopian tube enlargement and overweight. Concomitant products included nsaids and paracetamol (acetaminophen). On 28-feb-2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: rash/skin condition ,other"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and thrombosis ("blood clot"). The patient was treated with alprazolam, mirtazapine, quetiapine and surgery (hysterectomy with bilateral salpingectomy and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy, and lysis of adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, perforation, genital haemorrhage, abdominal pain, hypersensitivity, depression, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, fatigue, weight increased and thrombosis outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, perforation, thrombosis, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, bladder/urinary problems, uti and vaginal infection. The patient reported that she was unable to afford essure removal surgery. Discrepancy : date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: bilaterally essure appliances in place and seemingly in satisfactory position . Bilateral ovarian cysts, right larger than left . Normal mildly prominent lymph node in the right groin. No other significant findings.. Lot number:787226 manufacture date: 2010-09 expiration date: 2013-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: fu(6) and fu(7) processed together. Quality safety evaluation of ptc on 6-mar-2020: fu(6) and fu(7) processed together. No new information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('totally embedded/metal coil spring embedded partially in the right fallopian tube extending into the right myometrium') and perforation ('perforation (other) please describe and state the location of the perforation') in an adult female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous, c-section (1993, 2002, 2010), colonoscopy, multi gravida, hemorrhoidectomy and d & c. Concurrent conditions included constipation, pain in arm, chest pain, leg pain, rectal bleeding, anemia, itchy rash, post-traumatic stress disorder, loss of consciousness, dysmenorrhea, pelvic adhesions, fallopian tube enlargement and overweight. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: rash/skin condition ,other"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and thrombosis ("blood clot "). The patient was treated with alprazolam, mirtazapine, quetiapine and surgery (hysterectomy with bilateral salpingectomy and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy, and lysis of adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, perforation, genital haemorrhage, abdominal pain, hypersensitivity, depression, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, fatigue, weight increased and thrombosis outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, perforation, thrombosis, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, bladder/urinary problems, uti and vaginal infection. The patient reported that she was unable to afford essure removal surgery. Discrepancy: date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Ultrasound pelvis on (B)(6) 2017: bilaterally essure appliances in place and seemingly in satisfactory position . Bilateral ovarian cysts, right larger than left . Normal mildly prominent lymph node in the right groin. No other significant findings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: fu3 & fu4 proceed together: pfs received. Lot number, removal date was added. New events embedded device was added. Concomitant condition, lab data, reporter was added. On 11-feb-2020: fu3 & fu4 proceed together:pfs received. New events abnormal bleeding (vaginal, menorrhagia), mental anguish, migraines / headaches, dysmenorrhea, fatigue, weight gain, perforation (other) please describe and state the location of the perforation, blood clot, plaintiff did not undergo essure confirmation test was added. Updated event psych injury to depression. Update outcome of event pelvic pain from unknown to recovering / resolving. Treatment drug, concomitant drug, plaintiff height was added . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.